Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed watchdog timeout. The customer's blood glucose was 83 mg/dl at the time of incident. It was also reported that the insulin pump alarmed compromised force sensor system and unexpected restart. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify unexpected restart error test, watchdog timeout and compromised force sensor system alarm due to motor error alarm. Motor passed motor test.